Event description:
As soon as essure was implanted on (B)(6) 2013, it was immensely painful. The bleeding and pain continued to worsen instead of improve. On (B)(6) 2013 I had a bilateral salpingostomy, essure removal, and tubal ligation. Pain returned and worsened. Health worsened and was diagnosed with an autoimmune disorder, pcos, chronic pain, chronic fatigue, and (B)(6). Went on prometrium therapy, an anti-inflammatory diet, glutathione, naltrexone, acyclovir, prozac, zyrtec, proair, symbicort, flonase, zyflammend, wobenzyme, antioxidants, liver detox. Was diagnosed with a nickel allergy in (B)(6) of 2014. On (B)(6) 2014 had a total vaginal hysterectomy and bilateral salpingectomy. Pathology report on (B)(6) 2014 found cysts inside the fallopian tubes. MRI scan on (B)(6) 2014 found adenomyosis, and metal fragments embedded in my uterus near or in my cesarean scar. The MRI was compared to a pelvic CT scan on file from 2011. (B)(4).